Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device functioning properly during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose was 500 mg/dl at the time of the incident and current blood glucose was 263 mg/dl. The customer was treated with needles. It was reported that the pump stopped working and infusion set but then it stopped and it¿s not delivering insulin. The customer performed high pressure test and was passed. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump will be returned for analysis.